Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The caregiver (cg) stated that there was air in the patient line extension. The technical service representative (tsr) had the cg end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the cg regarding the reported event. The cg stated that one of the unused lines was left open. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was confirmed because the caregiver (cg) stated that one of the unused lines was left open. The cause was use error, open clamp. The label review found the labeling adequate for the use error in this complaint.